Manufacturer narrative:
No chipped case noted at the bottom of the pump. No chipped/cracked display window noted. The pump was received with a scratched display window cover and peeling/torn keypad overlay at the front of the pump. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay and pillowing keypad overlay. The pump was received with a blank display. Unable to perform the active current test, sleep current test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Unable to generate the power management graph or perform the history review 1 week prior to the event date 05-oct-2025 in the pump history file due to blank display. Pump was cut open to perform visual inspection and found corroded pcba 1 and pcba 2. The motor had moisture damage. No damage noted on the force sensor. Using a test pcba 1 and the original pcba 2, the pump had blank display. Using a test pcba 2 and the original pcba 1, the pump had blank display. Blank display was confirmed during analysis due to corroded electronic assembly. Damage- display window cover damage or missing confirmed at the front of the pump. Cosmetic damage (chipped case) at the bottom of the pump was not confirmed, however, other cosmetic damage was noted during analysis. Unable to perform the required tests due to blank display. Display anomaly-blank display confirmed during analysis due to due to corroded electronic assembly. Upload error confirmed (unable to download history files/traces using thump due to blank display). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleded for peeling of screen/display and chipped bottom right hand corner of the pump. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed and indicated that the damage has impacted/affected the pump¿s functionality. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.